Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false resistant oxacillin (ox) result (mic >= 4) for a patient staphylococcus aureus isolate in association with the vitek 2 ast-p652 test kit. Repeat test via ast-p652 test kit obtained the same oxacillin resistant result. The associated cefoxitin screen (oxsf) test was positive. The customer's strain was received for investigational testing and a polymorphism was observed with the strain. Both isolated colonies and the mass were tested. Mass = bt1. Isolates = bt2 and bt3. The identifications were confirmed to be s. Aureus by vitek® 2 gp ID test kit (lot 2421030103). Vitek 2 v8.01 ast-p652: customer lot (8021138103 called cl). Random lot (8021067103 called rl). Bt1 : oxsf = negative and ¿wild or acquired penicillinase¿ phenotypes (both lots). Ox mic = 2 mg/l (susceptible), on the cl and ox mic = 0.5 mg/l (susceptible) on the rl. Bt2 : oxsf = positive and ¿modification of pbp¿ phenotypes (both lots). Ox mic = 4 mg/l (resistant), on the cl and ox mic = 1 mg/l (susceptible) on the rl. Bt3 : oxsf = positive and ¿modification of pbp¿ phenotypes (both lots). Ox mic =2 mg/l (susceptible) on both lots tested. The positive oxsf tests obtained on bt2 and bt3 are not correlated with the disc diffusion result (fox kb s). So, the broth microdilution for cefoxitin was performed as complementary testing to confirm the fox mics : bt1 / bt2 / bt3 : fox mic = 8 mg/l r. The customer's positive oxsf results were reproduced internally. The strain is suspected to be borsa (borderline oxacillin resistant s. Aureus). Ast-p652, lot 8021138103 (cl) and 8021067103 (rl) met final qc release criteria.see h10 for addtl mfg narrative.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomerieux of a false resistant oxacillin result (mic>=4) for a patient staphylococcus aureus isolate in association with the vitek 2 ast-p652 test kit. Repeat test via ast-p652 test kit obtained the same oxacillin resistant result. The associated cefoxitin screen test was positive. Alternate test method (pbp2a) proved a (B)(6) result for (B)(6). The patient isolate was sent to two other laboratories for confirmatory testing, and determined the strain to be mec a and mec c negative. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.